Event description:
Mismatch of prosthetic implants. Used outside of recommended practice. Pt made a satifactory recovery. Reviewed at 6 weeks post operation. Case being reviewed by head office. Primary surgery was 2005. Revision surgery has not taken place and has not been schedulled yet.